Event description:
It was reported that worsening of renal dysfunction occurred. It was reported that farawave 2.0 nav was selected for a clinical concomitant procedure use. The ablation was performed, but implantation of the watchman device was not possible due to the unsuitable anatomical structure of the left atrial appendage. Blood tests indicate worsening of renal function. Patient hospitalization continued for observation, and later on since renal function has improved, the patient has been discharged home on (B)(6) 2026. No further issues were reported. It was further reported that a concomitant procedure (both pfa ablation and wm implantation) was performed for this patient. Pfa ablation (pvi) is successfully completed with no issues. However, watchman implantation post ablation is not successful, it means, investigators try to implant but cannot complete due to patient laa anatomy. As a background information, this subject had chronic renal dysfunction as baseline. Patient was hospitalized due to renal control, prior to the study enrollment, then subject enrolled study during this hospitalization. No farawave catheter malfunctions and other device deficiencies were reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that worsening of renal dysfunction occurred. It was reported that farawave 2.0 nav was selected for a clinical concomitant procedure use. The ablation was performed, but implantation of the watchman device was not possible due to the unsuitable anatomical structure of the left atrial appendage. Blood tests indicate worsening of renal function. Patient hospitalization continued for observation, and later on since renal function has improved, the patient has been discharged home on (B)(6) 2026. No further issues were reported.